Manufacturer narrative:
Additional information provided in 1.2., b.6., b.7., d.7. And h1- the manufacturer's internal reference number is : id054863.

Event description:
Follow-up revealed the pt complained of a central fuzziness in his vision following the initial surgery. The crease observed on the intraocular lens was in the visual axis.

Event description:
A nurse from the user facility reports the intraocular lens was removed and replaced due to a crease observed on the lens during the first postoperative exam. Additional info has been requested.